Manufacturer narrative:
Device evaluation by manufacturer: the main coil, the introducer sheath and the delivery wire were returned. It was observed that the main coil was bent and stretched at the coil arm and zap tip section, also the arm coil was detached. The original pouch was returned, and it was observed that the pouch information matches with the complaint information. The functional test could not be performed due the main coil and the pusher wire are not interlocking. Based on the evidence, the as reported code main coil failure to separate can be confirmed, since the bent and stretched found during visual inspection could have contributed to the reported code.

Event description:
Reportable based on device analysis. It was reported that the coil failed to separate. A 15mm x 40cm .035 interlock cube was selected for the procedure. At the time of release, however, the coil would not separate from the catheter. The coil was removed with the catheter. The procedure was completed using another of the same device. No patient complications were reported. However, device analysis revealed the coil arm had detached.